Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00236 on 17-aug-2023. Additional information (05-oct-2023): laboratory information system (lis) log files were not available for further evaluation. Based on the information available, no issue with the atellica sample handler prime was identified. Investigation findings code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report a delay in reporting results for a sample, identified as 36321074, on the atellica sample handler prime. An application specialist reviewed the instrument logs and determined the instrument flagged the sample with ¿tube is invalid because of a discrepancy between the original barcode scan 36321074 and the repeat barcode scan 321074¿this can happen when tubes are using labels with insecure symbologies such as i2o5 with no check digit. Check barcode label, enable checksum feature for tcs is check digit feature is available from the customer label. If feature is not available, barcode length verification can be enforced.¿ while the sample identifier was truly 36321074, the atellica read the barcode as 321074. It is suspected that the barcode quality was compromised. Additionally, the atellica sample handler error message was not received by the connected data management system (dms). A rule was set in the dms to check for any incomplete stat samples that are in storage every 40 minutes. If incomplete stat samples are found, the rule requires the instrument to complete them. The cause of the event is unknown.

Event description:
When a stat sample was processed on an atellica sample handler prime, the customer perceived that the sample was routed to storage after it was processed by the instrument, without releasing results to the laboratory information system (lis) as the sample was pending results for serum indices. The customer indicated that there was less than an hour of delay in reporting results and the sample was reprocessed when a physician inquired about the sample. The customer did not specify which assays were requisitioned for the sample. There were no discordant results and there was no impact on patient care. There are no known reports of patient intervention or adverse health consequences due to the event.